Event description:
It was reported the current is not being controlled. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event using a sigma pace 1000 tester; the output did not change value when the knob was turned. The issue could not be replicated after the device was opened. The device is intermittent (interconnect flex and main printed circuit board). High rate cover, upper and lower cases, one control knob, one side bail cover, and ring cover are broken.